Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Educated patient's mother regarding the issue of signal loss less than 15 minutes. No injury or medical intervention was reported.